Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported the patient was on impella 5.5 support and during support, the impella access site had an infection. Cultures grew back yeast. Additional information on this event was provided from loqi database reporting that the patient was put on empiric treatment with daptomycin, piperacillin, tazobactam, and fluconazole. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation of infection/sepsis has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. G2 report source was revised on manufacturer device report 1220648-2025-25920; study was inadvertently omitted.